Event description:
The customer reported, "buzzer continued to sound releasing fluoroscopy switch with hand switch and foot switch, x-ray was not exposed and image of monitor cart was not updated". There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.